Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized twice due to high blood glucose levels and diabetic ketoacidosis. On the first hospitalization on (B)(6) 2015, the customer's blood glucose was 594 mg/dl. She stated that the sensor reading was inaccurate. She stated that she did not treat for the false low reading. She was treated with an intravenous drip and admitted for 5 days. She stated that she was wearing the insulin pump at the time of the event. At the second hospitalization on (B)(6) 2015, her blood glucose was over 600 mg/dl. She stated that the sensor again gave bad readings leading up to the second event. She was again treated with an intravenous drip, her blood glucose was regulated and she was admitted for 3 days. She declined to troubleshoot the insulin pump, as issue was related to the sensor. Her most recent blood glucose was 400 mg/dl; the sensor reading was 50 mg/dl, which was not within acceptable range. She was advised to replace the sensor and monitor.